Event description:
It was reported that the unit experienced an e-2 error message. Further, the unit is powering down.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.